Event description:
Nursing staff reported fire on howard medication cart. The staff was preparing for med pass, when she noticed smoke and flames coming from inside med cart and around keyboard. Staff had pulled fire alarm, obtained fire extinguisher and sprayed med cart. Unit filled with smoke. Medication cart unplugged and moved away from wall. Staff checked on all residents to inform them of situation and to assure no harm/risk at present. (B)(6) arrived and assessed situation and gave all clear. No harm reported to staff or patients. Patient was not involved in the incident.